Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: crashed. . Probable root cause: ¿ manufacturing controls- (B)(4). ¿ sdc3 packaging procedure at stryker h3 other text : 81.

Event description:
It was reported that sdc3 crash during a procedure resulting in image loss. Please note that the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that sdc3 crash during a procedure resulting in image loss. Please note that the procedure was completed successfully.